Manufacturer narrative:
Product event summary: at analysis it was noted that the programmer was working correctly but that the printer was not working because the switch was broken. It was additionally noted that there was a deviation between the stylus and the cursor on the screen and an error was found in the software history. The printer and touch screen were replaced and the touch screen calibrated, new software was installed and the device cleaned. It then passed its electrical safety test and all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the printer was not being recognized by the programmer and the programmer is unable to print out. The programmer has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service. The device subsequently tested out of specification during manufacturer's analysis.